Manufacturer narrative:
(B)(4). 2000 ; foreign: (B)(6). Concomitant medical products: dcm maxim primary tibial bearing cat#: 11-146170, lot#: 349530, biomet primary tibial tray cat#: 141265, lot#: unk, dcm maxim primary femoral cat#: 140072, lot#: unk . Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001825034 - 2018 - 01089, 0001825034 - 2018 - 01090, 0001825034 - 2018 - 01091, 0001825034-2018-01092. Product location is unknown.

Event description:
It was reported that the patient underwent revision eighteen years after initial total knee procedure due to due to metallosis, wear and aseptic loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported metallosis was confirmed through physical and photographic inspection. The returned tibial bearing identified signs of delamination and extreme wear with the medial portion appearing to have worn through and separated. Debris was seen on the inferior side of the tibial tray and stem, likely bone cement and boney ingrowth, while the superior side of the tibial tray shows evidence that the femoral component articulated on the tibial tray after wearing through the tibial bearing on the medial portion. Small amounts of debris were also seen on the superior side of the femoral component consistent with bone cement and boney ingrowth. The medial condyle of the femoral component also shows signs of scratching consistent with articulating on the tibial tray. Photos provided of the wound intraoperatively identified black-colored tissue around the components. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.